Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fever with cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram, start dose and intraperitoneal), imipenem injection (1 gram, once daily and intraperitoneal) and amikacin injection (100mg, once daily and intraperitoneal) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.